Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia shortly after a meal when continuous glucose readings dropped from 142 mg/dl to a low of 71 mg/dl with a downward trend, and the user self-treated with orange juice; no device alerts or alarms were reported and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no injury, no required intervention by healthcare professionals, and no hospitalization. Investigation included analysis of reported event details and user troubleshooting review. Investigation of this case revealed that the cause could not be determined, and no device malfunction was identified based on available information. It was concluded that the event was user-reported hypoglycemia with unclear cause, no evidence of device failure, and no root cause could be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.